Event description:
It was reported that a second cuff was added to the artificial urinary sphincter (aus) device system because the patient experienced recurring incontinence. Additional information received states the second cuff was added because one cuff was "not sufficient." The patient was dry following the surgery.